Event description:
Facility alleges blood leak during dialysis. Chief tech reports leak occurred at start of treatment. 1st use. Venous line clamped; dialyzer replaced; treatment continued with no further problem. Pt stable pre & post event. Ebl > 100cc.